Event description:
It was reported that the patient experienced spontaneous bleeding upon catheter insertion. Blood leaked from the connection between the plastic intravenous and the pink hub.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.